Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient experienced periods of dizziness and had passed near a swimming pool. Later she walked over near the pool filter and became dizzy and passed out again. The patient did not remember feeling any electrical shock. The patient refused medical attention at that time. The patient presented later to the clinic. The patient had not received any hv therapy since implant. Lead impedance values had all been in range. The device had recorded counts of atrial and ventricular noise reversions. The episodes showed what looked like electrical noise that caused inhibition of the ventricular output of the device. The event was clinically resolved by changing the programming mode.